Event description:
Blood glucose measured 276 mg/dl performed back to back with a result of 205 mg/dl. It was reported on a different day, blood glucose measured a result of hi performed back to back with a result of 90 mg/dl. Reporter stated when glucose is low, she self treats with dietary adjustments as well as increases her insulin dosage through her insulin pump when glucose is high. No medical treatment was reportedly sought or rec'd. A request was made for the return of the suspect device and replacement product was sent.